Event description:
It was reported that a user on social media described experiencing prolonged elevated blood glucose around 200 mg/dl leading the user to discontinue ilet use and return to other pumps. Symptoms included hyperglycemia for the reporting user. Outcomes included no reported medical intervention, hospitalization, or device alerts. Investigation included a review of available complaint information. Investigation of this case revealed that the cause of the reported hyperglycemia was unclear and no device malfunction was confirmed. It was concluded that a definitive root cause could not be determined based on the information provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.